Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01041.

Event description:
It was reported that a patient underwent a left knee arthroplasty on an unknown date. Subsequently the patient was revised due to a broken hinge mechanism and post on an rhk. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial total knee arthroplasty with unknown devices. Two years post initial surgery, the patient was implanted with zb devices with hinge. Hinge failed a year later. There was no specific trauma, patient was just getting up from the chair. Hinge was revised to one that the surgeon felt was more durable. Surgeon states between the patient's tendency to hyperextend and her muscle weakness, it puts an extra load on the hinge mechanism.